Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 ultra resilia valve, the distal tip of the 16fr esheath+ was observed to be torn upon the delivery system with valve reaching the tip of the esheath+. This was followed by increased resistance as the delivery system with valve exited the distal portion of the esheath+. The valve was successfully implanted. The esheath+ was not torqued. There was no difficulty withdrawing the delivery system and removing the esheath+. There was no patient injury, and the patient remained in stable condition. Imagery was received for evaluation. Per imaging evaluation, the esheath+ distal tip was torn.